Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was programmed to vvi, to prevent sensing of noise on the atrial lead which was suspected of being fractured.